Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. Blood glucose levels reached 271 mg/dl.

Manufacturer narrative:
The device was received fully deployed with the formed needle fully retracted. No timeouts or drive stalls were seen in the device data. The device generated an 0x1c alarm, indicating that the device reached its expiration time after 80 hours of operation. The data confirms that the device ran for 80 hours. Inspection of the device found no damages or defects that would contribute to a needle mechanism failure. During the investigation the needle mechanism was reset to the not deployed position, and the device functioned properly during manual deployment. Although no problems were found, it could not be determined when the needle retracted. A root cause for the reported event could not be conclusively determined.